Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation\bilaterally perforated fallopian tubes with essure penetrating through the tubes.') And genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. B93870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, endometriosis externa and pelvic adhesions. Concurrent conditions included folliculitis, uterine bleeding, irregular menstruation, muscle spasm and allergic contact dermatitis. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline and tizanidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue,"), depression ("psychological or psychiatric pdepression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / chronic pain / pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral)/lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure insertion date - previously reported (B)(6) 2011. Date of explant of essure : (B)(6) 2018. 2 coils seen on right & left ostia post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirmation: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal),fatigue, psychological or psychiatric problems ¿ anxiety,depression were added.medical history , concomitant drug were added. Event perforation updated to fallopian tube perforation. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation\bilaterally perforated fallopian tubes with essure penetrating through the tubes.') In an adult female patient who had essure (batch no. B93870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, endometriosis externa and pelvic adhesions. Concurrent conditions included folliculitis, uterine bleeding, irregular menstruation, muscle spasm and allergic contact dermatitis. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline and tizanidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue,"), depression ("psychological or psychiatric depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("physical pain / chronic pain / pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (salpingectomy (bilateral)/lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal haemorrhage, fatigue, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure insertion date - previously reported (B)(6) 2011. Date of explant of essure : (B)(6) 2018. 2 coils seen on right & left ostia post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirmation: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Lot number: b93870, manufacturing date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation\bilaterally perforated fallopian tubes with essure penetrating through the tubes.') And genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. B93870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, endometriosis externa and pelvic adhesions. Concurrent conditions included folliculitis, uterine bleeding, irregular menstruation, muscle spasm and allergic contact dermatitis. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline and tizanidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue,"), depression ("psychological or psychiatric pdepression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / chronic pain / pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral)/lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure insertion date - previously reported (B)(6) 2011. Date of explant of essure : (B)(6) 2018. 2 coils seen on right & left ostia post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirmation: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepant information received regarding essure insertion date previously reported (B)(6) 2011 and as per current pfs (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results of confirmation: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident. Events added perforation, abdominal pain, dysmennorhea, menorrhagia, psychological trauma, genital bleeding, bladder disorder, urinary tract disorder. Events outcome updated, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation\bilaterally perforated fallopian tubes with essure penetrating through the tubes.') In an adult female patient who had essure (batch no. B93870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, anxiety, endometriosis externa and pelvic adhesions. Concurrent conditions included folliculitis, uterine bleeding, irregular menstruation, muscle spasm and allergic contact dermatitis. Concomitant products included alprazolam, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline and tizanidine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue,"), depression ("psychological or psychiatric pdepression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), pelvic pain ("physical pain / chronic pain / pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). The patient was treated with surgery (salpingectomy (bilateral)/lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal haemorrhage, fatigue, depression, anxiety and pregnancy with contraceptive device outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding essure insertion date - previously reported (B)(6) 2011. Date of explant of essure : (B)(6) 2018. 2 coils seen on right & left ostia post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results of confirmation: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "pregnancy with contraceptive device, device ineffective" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.